Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: on what tissue type was the device used? Stomach at what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 2nd. Where in the green zone was the device fired? (Tl only)? Yes. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Asku. Was the instrument fired across or near an existing staple line or clip? Yes. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. Was there any difficulty removing the device from the tissue?no. During the operation, what was the appearance of the staple line? Malformed staple. Was proximal and distal control maintained on the tissue during the firing sequence? Asku. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? Thick. Was a leak test completed? Asku. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? No. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a partial gastrectomy procedure, after the second firing across the stomach, the surgeon observed the staples and they were malformed. They over sewed the staple line and continued to complete the procedure. There was no patient consequence reported. The device was discarded at the account.